Manufacturer narrative:
This event occurred in (B)(6). A patient (B)(6) was also provided. A clarification has been requested. (B)(6) was also provided.

Event description:
The customer reported that the values of the troponin t hs (high sensitive) stat (short turn around time) - tnt test were too high in contrast to the clinical status of one patient. The patient was subjected to an electric shock, but is currently in good condition. The patient's ECG was normal, the blood pressure was normal, and other clinical signs were also ok. The ck-mb - the mb isoenzyme of creatine kinase (ckmb) test results of the patient were also said to be elevated. The test results were measured on an e601 analyzer. The patient's samples were suspected of containing an interference to the assays. This medwatch will cover ckmb. Please refer to the medwatch with (B)(6) for information related to the tnt assay. The tnt assay was measured 4 times upon admission of the patient, on (B)(6) 2015. The values were said to be "between 41 to 48" ng/l. The ckmb results of the patient were also said to be increased upon admission, with a values of 12.1 ug/l on (B)(6) 2015. The ckmb values then decreased to 5.5 ug/l on (B)(6) 2015. The n-terminal pro b-type natriuretic peptide (bnp) was said to be slightly elevated on (B)(6) 2015, with a value of 135 pg/ml. The patient was hospitalized for six days for observation in the ICU based on the tnt and ckmb results, but was not adversely affected. The e601 analyzer serial number was (B)(4). Preliminary investigations have determined that an electrical shock is an event that is expected to have an impact on cardiac tissue. Therefore, elevated cardiac markers should be expected, too.

Manufacturer narrative:
A specific root cause for the difference in ck-mb values could not be determined based on the provided information.

Manufacturer narrative:
A sample from the patient was provided for investigation and the customer's results could be confirmed. The date of birth on medwatch field a2 has been updated.